Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient called in because their ins was showing 2.66v. The patient wanted to know when the ins reached eri, and it was stated at 2.6v. The patient also asked if they should've been feeling a "jolt" and "bee stings" around the lead. The patient said it had started in (B)(6) 2018 after the device was set at a different setting. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.